Event description:
As reported by an edwards (B)(6) affiliate, during a transapical tavr procedure with a 26mm sapien 3 ultra valve, the certitude delivery system balloon burst at the end of inflation. The team was not able to pull the balloon into the esheath, so the esheath and balloon were removed as a unit. Post-dilatation was needed, as the valve was not fully deployed. The final results were good with no issues for the patient.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for testing. However, a photo was provided by the complaint site and reviewed. The following observations were made: inflation balloon was burst. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw system through sheath were confirmed based on provided imagery by complaint site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Per complaint description, 'almost at the end of the procedure, balloon burst. Medical team was not able to pull the balloon into the sheath.' While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Due to limited information, a definitive root cause was unable to be determined at this time. However, available information suggests that patient (calcification) and/or procedural factors (over-inflation, withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.